Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result in the risk stratification range generated by access 2 immunoassay system. The result was not reported out of the laboratory. Subsequent testing on an alternate instrument produced results within the normal reference range. There was no report of death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The sample was collected in lithium heparin tubes with gel barrier, and was centrifuged for 5 minutes at 5000 rpm. Qc was within the established ranges prior to and after the event. The system check performed on (B)(6) 2010 met the specifications. Service was offered but declined by the customer. A root cause for this event has not been determined.